Event description:
It is reported that the pt had a total knee replacement in 2004, and has done fine until the last 6 months. Pt went to see the doctor and x-rays revealed that the product has broken. Pt has stated that a revision surgery is planned but, not scheduled at this time.

Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays were returned for review. Pt info such as height, weight, and pt activity is unk. Based on the available info, a definitive cause cannot be determined. Eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.